Event description:
The treatment area was a subtotal occlusion, 99% stenosed, and heavily calcified ostial left anterior descending artery (lad). The procedure was high risk due to the patient's subtotal proximal lad occlusion. The patient had non-st-segment elevation myocardial infarction (nstemi) when the procedure began. The patient's base rate was 109 systolic/52 diastolic. When attempting to place a guide catheter, the patient's blood pressure became affected. Difficulty was experienced when attempting to advance a non-abbott guidewires to the lad and the left circumflex artery (lcx) but was eventually successful. Following unsuccessful attempts to advance multiple balloons and then a viperwire advance guide wire to the lad due to the heavy calcification, a micro catheter was used to perform a wire exchange for the viperwire in the lad. The guide wire in the lcx was removed. The diamondback 360 coronary orbital atherectomy device (oad) was advanced while on glideassist, but could not cross the lesion to perform a retrograde approach. An antegrade approach was used. The first oad treatment was performed antegrade on low speed and the second treatment was performed retrograde on low speed. The patient became hemodynamically unstable and experienced cardiogenic shock. Cardiopulmonary resuscitation (CPR) and intubation were performed. The oad was removed, and a balloon pump was placed. A stent was placed in the proximal lad. During stent placement in the lad, the lcx closed. Post dilation of the stent in the lad, the lcx spontaneously opened again. The patient was sent to the intensive care unit (ICU) with the balloon pump. The physician's opinion was this was a high-risk percutaneous coronary intervention and did not allege any malfunction of the oad. Additional information received on 6/11/2024, the patient had expired on (B)(6) 2024.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that cardiac arrest and hypotension are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).